Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit received with cracked case at display window corners, cracked battery tube threads, severely scratched lcd window and broken reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was alarming motor error and the display screen is scratched. Customer stated that they do not use the sensor feature and was unable to rewind the insulin pump. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 270 mg/dl at time of reporting. Nothing further reported.